Event description:
This is being filed to report the tear in the septum. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was removed however a tear in the septum was noted. No treatment was performed and the procedure was aborted with the mr remaining at 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported adverse event without identified device or use problem could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported perforation could not be determined. The reported patient effect of perforation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.na.